Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device the user's request was not confirmed. However, is was discovered there was a leak from the channel at the distal end side. In addition, foreign matter was discovered clogging the nozzle. It was also noted, there was damage on the channel tube, objective lens had a chip, the adhesive on bending section was detached, the bending section was dirty, the connecting tube had a dent and a wrinkle, scope cylinder was shaved, universal cord had discoloration, scope connector had a scratch, scope cover case unit was dirty, light guide bundle had a breakage and the bending angle in up/down/left direction does not meet the standard value due to wear of angle wire. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the technician found a leakage from distal end of the evis exera iii gastrointestinal videoscope while preparing for use. Upon inspection and testing of the returned device, foreign matter was discovered clogging the nozzle. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of the clogging of the nozzle caused by insufficient cleaning found during evaluation.

Event description:
According to the reporter, the event was found during reprocessing and no patient or procedure was involved. Although customer follows the correct reprocessing procedure as per training and instructions for use (IFU), the device could not be reprocessed (including brushing) and was stopped midway due to the leakage. The device was not completely reprocessed at the time of pickup of device for inspection. There are no additional details regarding the patient or event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event and on the legal manufacturer's final investigation. New information added to the following fields: b5 and h6. A review of the device history record (DHR), found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this phenomenon could not be identified. The nozzle was likely clogged with foreign material, such as body fluid / adhesive matter from chemicals used, due to improper reprocessing after the previous procedure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.